Event description:
During a miniscectomy of the left knee, it is alleged that the tip of the device broke and dropped in the joint. The tip could not be retrieved. Per surgeon, there is no injury to the patient.